Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that while loading the promus stent delivery system (sds) onto another company's guide wire, the stent came off of the delivery system. The sds never entered the patient or the guiding catheter. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. To ensure this is not the result of a manufacturing issue, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Return of the sds may have aided in confirmation and determination of the root cause for the reported stent dislodgement. A conclusive root cause could not be determined; however, there is no indication of a product quality issue.